Event description:
Pt had left total hip arthroplasty revision due to liner dissociation from acetabular component. Femoral head: (B)(4); lot: 2391808; exp: 05/2012; 32 mm +1. Acetabular liner: (B)(4); lot: a5kcv100; 54mm od 32mm ID.